Manufacturer narrative:
The ventilator was returned to the third party service center for evaluation and the customer's complaints were confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received info from a third party services center alleging a ventilator's oxygen delivery was inaccurate and a "service required" alarm condition occurred. The device was not in patient use.